Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
An area team lead (atl) reported that an external dialyzer blood leak occurred at a hemodialysis (hd) user facility. The incident occurred approximately three hours into a patient¿s hd treatment. The machine, a 2008t machine, gave a high venous pressure alarm and a high transmembrane pressure (tmp) alarm. The staff could not clear the alarms. When they looked at the set-up, they noticed blood droplets on the outside of the dialyzer housing. The blood was seen on the arterial header of the device. There was no damage or defect noted near the blood droplets. The blood pump was subsequently stopped, and the treatment was discontinued. The patient¿s blood was not returned; estimated blood loss (ebl) was 200 ml. It was confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The staff offered to set the patient up with new supplies, but the patient declined further treatment. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
An area team lead (atl) reported that an external dialyzer blood leak occurred at a hemodialysis (hd) user facility. The incident occurred approximately three hours into a patient¿s hd treatment. The machine, a 2008t machine, gave a high venous pressure alarm and a high transmembrane pressure (tmp) alarm. The staff could not clear the alarms. When they looked at the set-up, they noticed blood droplets on the outside of the dialyzer housing. The blood was seen on the arterial header of the device. There was no damage or defect noted near the blood droplets. The blood pump was subsequently stopped, and the treatment was discontinued. The patient¿s blood was not returned; estimated blood loss (ebl) was 200 ml. It was confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The staff offered to set the patient up with new supplies, but the patient declined further treatment. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.